Event description:
Caller reported an issue with the speaker and vibrate function of a pump, stating the pump was not making an audible sound when blood glucose was low. No adverse impact to the customer¿s blood glucose level was noted. Reportedly, customer reverted to manual injections for insulin therapy.